Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported the aligners were cutting up their inner lips. The patient stated at their dentist visit they let them know that due to the aligners, it was causing me severe temporomandibular joint disorder (tmj) and it was the cause of my jaw being extremely sore.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.